Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant indicated that a patient classified as high-risk for percutaneous coronary intervention had an impella cp device implanted for mechanical circulatory support. The pump support continued when the pump flows decreased. Furthermore, at the time of explantation, the impella cp catheter was kinked at the cannula just before the outflow cage. Alarms for reduced impella flows were activated initially when the kink was not observed. The kink became visible towards the conclusion of the procedure, with no alarms sounding at that time.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump was returned. Event logs were not provided. Low pump flow: clinical reported that low flow alarms were triggering at the beginning of the case, and later on, a kink was observed on the cannula. It's also noted that the patient had a small ascending aortic arch, which is what caused the cannula to kink. The product was returned for investigation, and a small kink was observed on the cannula near the outlet cage. A flow test was run on the pump in a bucket of water, and low flow was not reproduced. Data logs were not returned for this case, so the low flow alarms that triggering during the case were not confirmed. Although the low flow was not reproduced, a cannula kink doesn't typically reproduce low flows in investigation, because the bucket does not apply forces on the cannula like it would in a patient's anatomy. The cause of the low pump flow was most likely due to the cannula kink that was reported in clinical details and observed during product investigation. Product damage (cannula kink): clinical reported that the pump kinked at the cannula before the outlet cage, and said it was due to the patients small aortic arch. The product was returned for investigation, and a small kink was observed on the cannula near the outlet cage. The cause of the cannula kink was most likely patient condition, as the clinical report states the patient had smaller anatomy which caused the cannula to kink. Device history review: the device passed all the post sterile inspection checks.